Event description:
Legal claim alleges the patient was revised to address failure of the hip implant. Update: (B)(6) 2012 - litigation papers were received. They allege that patient was implanted with two asr hips on (B)(6) 2007. She began to experienced groin pain and decreased range of motion. MRI results confirmed the presence of fluid collection in her right hip. Additionally, her cobalt and chromium levels were reported as very high. During patients revision surgery on (B)(6) 2010, she was diagnosed with lesions caused by severe metallosis. Complaint was reopened to add the cup and head for both sides.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is a duplicate report of 1818910-2011-20393. 1818910-2012-05675 will be rejected. 1818910-2011-20393 will be kept for investigation purposes.